Manufacturer narrative:
Facility, (B)(6) stated that the patient was being transferred from her bed to a wheelchair when the spreader bar bolt underneath loosed up causing the legs to close on its own and the lift to tilt. There were 4 staff members in the room with the patient and they caught her prior to her falling to the ground but she did sustain a bump to her head. No alleged medical intervention.

Event description:
Facility stated that a bolt for the spreader bar on a rpl450-1 patient lift loosened causing the legs on the lift to close and the lift to tip.